Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that multiple pacemaker mediated tachycardia (pmt) episodes were observed for this patient with this cardiac resynchronization therapy pacemaker (crt-p). One of the pmt episodes appeared to be tracking sinus activity at the max tracking rate. Technical services (ts) discussed with the health care professional (hcp) right ventricular automatic threshold testing. The hcp noted the egm showed a rate of one hundred and twenty beats per minute in which ts noted this crt-p would not have stored an episode at that rate. This crt-p remains in service. No adverse patient effects were reported.